Event description:
It was reported that the patient presented to the emergency room with a device in backup vvi mode. The patient received inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response. A successful download was performed and the charge history and battery data was restored. Patient condition was good.